Event description:
It was reported during a laparoscopic cholecystectomy while using the er320 when trying to place clips on the cystic duct the applier would spit clips upon squeezing the firing handle. A new er320 was opened to complete the case. There was no consequence to the pt.